Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on 23jul2025 from 23:32:55 to 23:43:21. At this time, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The alarm remained active throughout the remainder of the data. No other notable events were observed. The system controller, serial number (B)(6), was returned in unremarkable physical condition. Testing performed on the returned controller was unremarkable. The system controller operated as intended with the returned backup battery (serial number (B)(6)). No backup battery fault alarms were reproduced during testing. Per provided information, the alarm resolved upon exchanging the system controller. It was noted through the provided information that the patient would wear their controller beneath their clothing while perspiring under extreme heat, did not clean the system controller with any potential contaminates to the backup battery cover door, and confirmed to use their shower bag properly. The root cause of the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has had 4 backup battery (ebb) faults and system controller exchanges. The patient reported to the clinic with another ebb fault. The controller was exchanged in clinic and the alarms resolved. It was confirmed with the patient that they were using their shower bag correctly and doesn't clean the controller with anything that would get in the back door. The patient was educated to keep the controller dry. They work as a football coach and had been wearing it in football pants during extreme heat with perspiration. The controller was to be returned. Log files were sent for analysis. The event log file from the backup controller (B)(6) contained ebb faults just prior to the driveline disconnect on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.